Event description:
There was an allegation of a questionable elecsys dhea-s result from the cobas e 801 analytical unit. The initial result was > 1000 mcg/dl, and the repeat result from an e 402 analyzer was 271 mcg/dl. The initial result was questioned by the provider and repeated. There was no corrected result reported.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch field b3 date of event has been updated. Medwatch section d10: concomitant medical products updated. Full prescription information: norgestimate-ethinyl estradiol (ortho-cyclen/sprintec) 0.25-0.035 mg oral tab. The patient for data reported in initial medwatch mfg report number 1823260-2025-02077 is documented as patient 4 in follow-up medwatch mfg report number 1823260-2025-02077-01. Moving forward, this patient will be referred to as patient 4. Patient 4 has pcos. The customer provided data for two additional patient samples with discrepant dhea-s results (patients 6 and 7). Patient 6's initial result on (B)(6) 2025 was >1000 mcg/dl, and the repeat result on the e 402 analyzer on (B)(6) 2025 was 911 mcg/dl. Patient 7's initial result on (B)(6) 2025 was >1000 mcg/dl, and the repeat result on the e 402 analyzer on (B)(6) 2025 was 873 mcg/dl. Patient 6 is a 15-year-old female with cushing's disease. Patient 7 is a 66-year-old male with adrenal cortical carcinoma. The investigation is ongoing.

Manufacturer narrative:
Four patient samples were received for investigation. It is not clear which patients these samples correspond to. The investigation reproduced the results of >1000 ¿g/dl, with data flags for all four samples received. The ionify (lc-ms/ms) analysis confirmed truly supraphysiological dhea-s levels between 837.4 and 891.4 ¿g/dl for three samples. Comparison testing showed that while the elecsys results were high (>1000 ¿g/dl), the beckman results (~300-400 ¿g/dl) were significantly lower compared to the mass spectrometry results (~850 ¿g/dl). The elecsys results are closer to the ionify (lc-ms/ms) results compared to beckman. The ionify results confirm actual supraphysiologic patient concentrations (>800 ¿g/dl). This suggests an underlying adrenal (hormonal) pathology is present, rather than technical issues. Per product labeling, "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
The full prescription name provided in concomitant medical product is: norgestimate-ethinyl estradiol (ortho-cyclen/sprintec). See the attachment "results - cn-1059433.xlsx" for the additional results and information reported. It was also provided that the customer's qc was passing at the time of the events. The investigation is ongoing.